Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted. Displacement test could not be performed due to broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had cracks and missing piece on the reservoir compartment but reservoir was still able to lock. The blood glucose at the time of the incident was unknown. The device was returned for analysis.